Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that the after 21 days in use, the patient's caretaker was changing the patient's twill tape (used to secure the tube to the patient's neck), when the caretaker found that the eyelet on the tube flange was broken. There were no adverse effects to patient reported.

Manufacturer narrative:
One tracheostomy tube was returned for evaluation. Visual inspection found the device to have a split on one eyelet; no other product abnormalities or defects were observed. During functional testing, a pull test utilizing the intron was conducted on the opposing eyelet to determine the eyelet strength; the result of the pull test confirmed that the product meets the required specification for eyelet strength. The eyelet broke at 17.70 lbf which exceeds the minimum requirement of 11.24 lbf. The instructions for use (IFU) supplied with the product states the following under warnings: guard against product damage by avoiding contact with sharp edges. Some tracheostomy tube holders contain velcro or metal clips which may have sharp edges. These sharp edges can come into contact with the eyelets and compromise the product integrity. The split/tear of the eyelet likely resulted from coming in contact with a sharp edge. Investigation of the issue could not definitively identify the root cause. No evidence was found to suggest that the reported event was related to an intrinsic product problem.